Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was identified. Based on the results of the investigation, the reported event is attributed to an electrical component problem, however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the insufflation unit exhibited non-functioning leds on the front panel indicator for abdominal pressure. There were no reports of patient involvement.